Event description:
It was reported that customer previously slept through multiple malfunction alarms, including malfunction 12 on pump, which led to high blood glucose readings and caused concern about delayed reporting and lack of detailed information about alarms. Customer¿s blood glucose level went above 500 mg/dl, but specific value was unknown and no third-party medical assistance was required. Customer treated high blood glucose with a correction dose using pump and an injection, reset pump and resumed pump therapy, and technical support confirmed that software was up to date, provided instructions for storage mode and pump return, arranged shipment of replacement pump, and advised customer to transfer settings and reconnect continuous glucose monitor to replacement pump. Customer will continue to use current pump.